Event description:
Upon review of a device's electronic history record, the record indicated that for a use on (B) (6) 2009, the device did not power on. It was reported that the pt was switched to another defibrillator, and that the pt survived.

Manufacturer narrative:
(B) (4). The electronic history file from the actual device involved in the incident was evaluated, the actual device was not returned. Based on the electronic history file evaluation, the service/maintenance of the device was not followed according to the manufacturer's recommendations.